Event description:
A surgeon reported a pt with residual manifest astigmatism and posterior capsule opacification three years following intraocular lens (iol) implant surgery. The surgeon noted on examination that the iol was off axis. In a follow up, the surgeon reported the iol did not cause or contribute to the event.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 04/21/2011 and 04/22/2011 by phone, fax, and mail. A completed questionnaire was received on 05/04/2011. (B)(4).